Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated, as the pump was functioning properly. However, visual inspection found that the upstream occlusion (uso) seal was buckling. Service history review had no indication that the complaint was related to a service of the device within the review period. The uso seal was replaced.

Event description:
It was reported that the issue was regarding overinfusing. The event occurred during testing. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.